Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Distal conductor distortion in connector due to over-rotation (spin).

Event description:
It was reported that during implant, the right ventricular (rv) lead required around 100 turns to fixate. The lead further exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.